Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. This test was being performed for pre-operation screening. Sample-1 was collected from the patient on (B)(6) 2021. Sample 1 was first tested using abbott ID now and the result was sars-cov-2 positive. Positive result was reported to physician. Due to the patient being asymptomatic, patient proceeded to surgery. Then later on (B)(6) 2021, sample-2 was collected and tested using xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Positive result was again reported to physician. On (B)(6) 2021, sample-1 was retested using xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Also on (B)(6) 2021, sample-2 was retested using xpert xpress sars-cov-2/flu/rsv and the result was sars-cov-2 negative, flu a negative, flu b negative, rsv negative. There was no deterioration of health or change to patient treatment due to this discrepancy. Review of data provided by the customer showed positive sars-cov-2 results with no evidence of product malfunction.

Manufacturer narrative:
There was no deterioration of health or change to patient treatment due to this discrepancy. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU, positive results are indicative of the presence of sars-cov-2 virus; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.